Event description:
It was reported the hardware attaching the seat frame to the mainframe of the chair had backed out of position. There was no patient involvement or injury associated with the reported issue. The issue was confirmed via communications with the end user and replacement parts were provided for repair.